Event description:
The doctor reports that the dental implant located in position number #36 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: ii. The doctor reported inflammation + pain + bruxism.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification: k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. It was reported that the dental implant located in position number #36 failed because it fractured at the head. Zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. A complaint history review by item number was conducted for the [tsvh10] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event.. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.